Manufacturer narrative:
(B)(4). As of today the hospital has not released the device for return analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker exhibited premature battery depletion (pbd). No adverse patient effects were reported. The device was explanted and replaced without incident.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.